Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was noted that the up, down and ok buttons were under responsive to user presses. There is no indication that the product issue caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 10-jul-2018 with the following findings: during investigation, the keypad was intact with no evidence of peeling or damage. All keys were responsive to user input. The keypad was removed to find no evidence of contamination on the button contacts. The pump was opened to find evidence of moisture corrosion on the back side of the battery compartment and on all circuit boards. The alleged keypad issue was not duplicated during investigation.